Manufacturer narrative:
Findings: no unexpected no delivery alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during manual prime. Customer's blood glucose at the time of the incident was 293 mg/dl. Troubleshooting was done and the issue remained unresolved. The insulin pump alarmed no delivery when insulin exited during prime. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.